Event description:
The account alleged that along with the hi/low down function not working the trendelenburg function is also not working.

Manufacturer narrative:
The facility's engineer stated that with the hi/low in the midway position he showed continuity across pins 1 through 5 on the p4 connector and that pin 6 was open. Technical support asked the account to isolate the siderails, the side guard harness and the hi/low limits, but he said that he did and the problem remained. Repairs have not been completed.